Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 05 feb 2010, it has been in distribution beyond its useful life as of the case awareness date of 09 apr 2025. Unable to set passed 2021 because any freestyle lite meters manufactured before 24 mar 2016 cannot be set passed 2021 due to old firmware. Since this meter was manufactured in 2010, so unable to set passed 2021 due to old firmware. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and is functioning as intended, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.